Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The patient reported that her doctor broke her nose during surgery. The indication for use included spinal pain and failed back surgery syndrome. Additional information has been requested to find out if any intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.